Event description:
Refer to H11 for Follow-Up information.

Manufacturer narrative:
AN INVESTIGATION WAS COMPLETED TO DETERMINE THE CAUSE OF THIS REPORTED EVENT. THE REPORTED EVENT WAS ADDRESSED WITH PHONE SUPPORT. THE FIELD SERVICE ENGINEER CONFIRMED THAT THE CLINICAL SALES REPRESENTATIVE CHECKED ONSITE ON THE SYSTEM, NO REPORTED PROBLEM WAS FOUND ON SYSTEM. NO SITE VISIT WAS CONDUCTED. THE SYSTEM WAS WORKING PROPERLY AND NO ADDITIONAL ACTION WAS REQUIRED AS THE ISSUE WAS RESOLVED.

Event description:
IT WAS REPORTED THAT DURING A DA VINCI-ASSISTED SURGICAL PROCEDURE, THERE WAS A REPORT OF NON-INTUITIVE MOTION ON UNIVERSAL SURGICAL MANIPULATOR 2. CUSTOMER WAS UNABLE TO RESET THE STERILE ADAPTER TO RESOLVE THE ISSUE. THE PROCEDURE WAS COMPLETING AS PLANNED WITH NO REPORTED INJURY. INTUITIVE SURGICAL FOLLOWED UP WITH THE TECHNICAL SUPPORT ENGINEER AND RECEIVED THE FOLLOWING ADDITIONAL INFORMATION: ARM 2 WAS NOT PERFORMING THE REQUESTED MOVEMENTS; THE MOTION WAS REVERSED.

Manufacturer narrative:
The probable root cause is due to an engagement issue, which can be caused by an improperly seated sterile adapter. This issue can be resolved by reseating the sterile adapter and power cycling the system if necessary.